Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate mobile power (mpu) patient cable being damaged was confirmed, as the dual cable connector was severed. The mpu (serial number (B)(6)) was received at the european distribution center. The mpu patient cable¿s dual connector was torn off and missing. The patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The root cause of the damage to the mpu¿s patient cable was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was found during servicing the mobile power unit power cable needed to be replaced. The cable connector was severed so preventative maintenance could not be carried out on it.